Event description:
It was reported that during a mildly calcified, mildly tortuous, de novo, mid, right coronary artery stenting procedure, after pre-dilation, a xience v 3.5 x 15 mm stent was implanted and a dissection occurred on the distal end of the stent implant. Another xience v 3.0 x 15 mm stent was used to treat the dissection successfully. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.